Event description:
A patient (pt) contacted our firm to report a recent ocular event/ the pt did not seek medical attention. While collecting information the pt mentioned having experienced a corneal ulcer while wearing acuvue oasys contact lenses. The pt wears the lenses on an extended wear schedule, does not use lens care solution and replaces them every 6 days. During the pt's annual contact lens (cl) fitting in (B)(6) 2014, the pt was instructed to remove a clean cl during the wear schedule. (B)(6) 2013 the pt saw an ophthalmologist for "minor scratching" on the cornea and was diagnosed with a corneal ulcer. The pt could not remember the affected eye. The pt returned for a follow up appt and was instructed to use steroid drops x3 days; the name of the medication and frequency of use were not reported. Our firm has made numerous unsuccessful attempts to collect additional medical information. This event is reported as worst case.

Manufacturer narrative:
The lot number and product in question were not available. If additional information is received, it will be reported within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise execution management review meetings.